Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the host computer was not booting with the system. The rse checked with the customer and confirmed that the auto boot at power needed to be checked. To resolve the reported issue, the biomed checked and saved default bios settings for the host system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.